Event description:
On (B)(6) 2018, patient had litt performed on a recurrent metastasis in the right occipital lobe. It was reported that a patient experienced decrease in peripheral vision and left homonymous hemianopsia post litt procedure. No interventions were reported. The event is indicated as ongoing as of (B)(6) 2022.

Manufacturer narrative:
Sensory, cognitive, and motor deficits are documented perioperative risks for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files.